Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction(s): d4. Lot number was updated to: k11241009 0367. D4. Unique identifier (UDI #) was updated to: (B)(4). H4. Device manufacture date was updated to: 10/09/2024.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of 8mm fenestrated bipolar forceps instrument broke away and it was not moving as it should. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.